Event description:
Karl storz bipolar loop 24/26fr ref# 27040gp1-s, lot# rm43. Surgeon was doing a procedure and the bipolar stopped working and then there was a small explosion inside the scope that was being used along with a bright flash and loud pop. At the time of the bright flash, the surgeon was unable to see for a few mins. No burns noted to the pt or the surgeon. There is burn noted on the bipolar loop prongs, inside the scope that was being used and on the cord that was connected from the machine to the scope. Another karl storz bi-polar loop was retrieved and the surgeon was able to successfully complete the procedure without any further complications.